Manufacturer narrative:
Corrected data: b.2., h.6.

Event description:
Health professional reported injecting a patient in the ck1 and ck4 with 2 ml of juvéderm® voluma¿ with lidocaine. A month later, the patient was injected in the jw1 and jw2 with 1 ml of juvéderm® volux¿ and in the ck5 with 1 ml of juvéderm® voluma¿ with lidocaine. The patient experienced ¿3 nodules on the cheek and 1 nodule on the chin¿ 10 months later. An endo buccal biopsy was performed that confirmed ¿granulomas centered by a cluster of hyaluronic acid.¿ no treatment was provided. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03015 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvéderm® voluma¿ with lidocaine.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Additionally, the health professional reported treating the patient with hyalase. Regression was satisfactory and no further treatment was carried out.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the ck1 and ck4 with 2 ml of juvéderm® voluma¿ with lidocaine. A month later, the patient was injected in the jw1 and jw2 with 1 ml of juvéderm® volux¿ and in the ck5 with 1 ml of juvéderm® voluma¿ with lidocaine. The patient experienced ¿3 nodules on the cheek and 1 nodule on the chin¿ 10 months later. An endo buccal biopsy was performed that confirmed ¿granulomas centered by a cluster of hyaluronic acid.¿ no treatment was provided. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03015 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvéderm® voluma¿ with lidocaine.